Event description:
It was reported that generator revision surgery was performed due to pt growth. Additionally, it was noted that the generator had reached end of service. The product was returned to the manufacturer for analysis. Product analysis revealed that a component was out of specification on the generator that may have contributed to premature end of service. The component out of specification was r35, a selectable value resistor.